Manufacturer narrative:
Evaluation summary: user facility returned the resectoscope cutting loop electrode device that was involved in the incident. Visual inspection of the cutting loop electrode showed the wire loop completely missing from the distal end. The red shaft insulation was bent from use. The distal tip at the break site showed carbonization on both branches. A slight burn was also visible. There no information from the user facility that indicated the electrode did not function as intended during surgery. It is our opinion that additional pressure may have been applied when cutting through tissue. There was possibly insufficient hf current used to cut the tissue. At the increased excursion rate, the thin wire loop can break under applied force. Cause of event: user handling and user interface.

Event description:
During an outpatient hysteroscopy procedure in resection of a fibroid, the wire loop of the cutting electrode came off in the patient's uterine cavity. The case was completed. There was no patient complications. The wire loop was seen in the uterine cavity by x-ray on the same day. The patient was informed of the metal wire loop remaining in the uterine cavity. We were informed that another x-ray will be made within 30 days of the event date.